Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. Rinseback could not be completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting of the extracorporeal blood circuit and the blood loss to inadequate heparinization as the operator had not been using heparin as instructed by the physician. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the event with the patient and operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.